Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device was found to detect downstream occlusion as expected and no false alarms were reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Alarms but the log can not be used to determined if the alarms are true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however no causality was determined and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a false downstream occlusion which was unable to clear during testing at the biomed service department. There was no patient involvement. No additional information is available.